Event description:
End of the metal tip of electric toothbrush (type 3765) broke off brushes don¿t stay on come off - oral-b [device breakage] . Case narrative: female consumer via e-mail stated that the end of the metal tip on her oral-b electric toothbrush (type 3765) broke off. The oral-b toothbrushes would not stay on and came off during use. No injury was reported. 28-jun-2024 follow up via pictures: the suspect product lot was bc904250435. No injury was reported. 28-jun-2024 follow up via e-mail: the consumer reported that the oral-b toothbrush head came off while brushing. No injury was reported. (B)(6) 2024 case update: the concomitant product lot was u3106. No injury was reported. (B)(6) 2024 case update from information initially learned on (B)(6) 2024: the concomitant product was oral-b power oral care refills crossaction eb50rb. No injury was reported.

Manufacturer narrative:
(B)(6) 2024 product investigation results: complained product received - user handling was identified as root cause for the complaint.

Event description:
End of the metal tip of electric toothbrush (type 3765) broke off...brushes don¿t stay on...come off - oral-b. [Device breakage] case narrative: female consumer via e-mail stated that the end of the metal tip on her oral-b electric toothbrush (type 3765) broke off. The oral-b toothbrushes would not stay on and came off during use. No injury was reported. 28-jun-2024 follow up via pictures: the suspect product lot was bc904250435. No injury was reported.

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.